Event description:
A service tech from the distributor reported that the exposure led of a jb-70 intra-oral x-ray unit, (B) (4), would light up when the unit was turned on. It was due to a malfunctioning push button on the display board. The system could not make add'l exposure unless it's powered off and on again.

Manufacturer narrative:
A design change which altered a capacitor value was implemented to prevent exposure switch overloading and arcing in (B) (6) 2006.